Event description:
The catheter did not show parameters in the pic monitor. The problem was discovered during testing. There was no patient contact or injury. However, the patient was already medicated and/or anesthetized when the product problem was discovered. The procedure was cancelled because another catheter was not available at the time. Patient outcome was reported as well.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.